Event description:
It was reported that a user of the ilet with a g7 cgm experienced hyperglycemia with a highest cgm reading of 400 mg/dl for approximately two hours after a supply change and a meal that was announced as less than usual but consisted of battered shrimp and several handfuls of pretzels; the infusion set was teflon and located per user report, and the issue was attributed to incorrect meal size announcement and meal handling within the user interface. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or other clinical impacts beyond elevated glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the medical device problem was classified as an improper or incorrect procedure or method related to user interaction with the interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.